Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a burned probe cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to the electrode which was applied close to the distal end of the endoscope when the high-frequency cauterization was used. However, while the device malfunction was confirmed, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use in: inspection method evis lucera gif/cf/pcf type 260 ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.